Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "deflation for a silicone device". This record is for the left side. The device remain implanted.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "deflation for a silicone device". Later hcp "surface irregularity on the skin". This record is for the left side. Device explanted.